Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced due to noise leading to inappropriate shocks. The patient was stable post procedure.